Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the return of symptoms, leakage, and wetting was determined to be due to a urinary tract infection (uti). The hcp noted that the patient tested positive for a uti during a urine culture on (B)(6) 201 and was treated with 100 milligrams of macrobid for 7 days. The hcp reported that the uti signs and symptoms were gone.

Event description:
Additional information was received from the patient. The patient reported that they were very frustrated and expected better results sooner. The patient noted that they were going to see a manufacturer representative (rep) next week and that they maybe would up the program.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had an infection at that time and still on antibiotics. It appeared that the last 2 or 3 days implant was not doing as well as it did 2 or 3 weeks ago. Patient stated representative told them to give it a few weeks and was wondering if they should increase stimulation. Patient was wetting themselves and stated they wet themselves on (B)(6) 2017. It was reviewed therapy expectations and when patient may try making adjustments. Patient was started getting treatment for infection on (B)(6) 2017. Patient was implanted for gastrointestinal/ pelvic floor.